Event description:
While completing laparoscopic chole, physician was attempting to seal vessel with hemaclip, and applier misfired 3x before properly firing a clip. Physician believes the clip that was eventually placed did not seal the vessel, causing patient to develop hematoma and return to surgery for evacuation. There were issues with this equipment approximately 6 months ago, which were not reported to risk management but to the manufacturer.